Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet sleeve stuck and broken plunger clamp in the reported problem area of the pipetter assembly. The noted parts were replaced by the fse. The instrument was inspected, tested without further problem, and returned to service.